Manufacturer narrative:
Lot number not provided. Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review could not be performed due to a lot number not being provided. In the event, the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an acl reconstruction procedure, it was reported that the blade seized up. There were metal fragments present in the joint space. The shaver blade was replaced. The device was reprocessed. A lot number for the device was not provided. Additional information received from the facility stated that, "in any instance of seeing shedding or metal particulate in the joint space, the operating surgeon would have thoroughly washed and irrigated the site, as a customary practice." The facility indicated that there would be no device returning. There was no patient injury reported.